Event description:
It was reported that the battery of a t:slim x2 pump would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer attempted using a different wall adapter and charging cable, but these actions did not resolve the issue. However, the battery eventually jumped to 100%. Technical support followed up with the customer, who confirmed that the issue was no longer present and agreed to call back if the charging problem recurs.